Manufacturer narrative:
Additional serial numbers continued: (B)(4). Additional lot numbers: id403, id405, id406, id407, id408, nu456, r177, r189, r192, sc681.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. A review of the events indicated that fifteen (15) patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that fifteen (15) patient sample test using the echo automated blood bank system produced six (6) unexpected false negative results for the anti-e antibody; two (2) for the anti-le(a) antibody; one (1) for the anti-jka antibody; one (1) for the anti-a antibody; one (1) for the anti-c antibody. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.